Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient underwent fusion surgery in which rhbmp2/acs was implanted. As per op-notes,¿ an annulotomy was performed on the left side. The disk space was then evacuated with various endplate scrapers, shavers and curettes. The endplates were then prepared for fusion. The interspace was sized to a 13 mm implant which was selected and filled with a bmp sponge and a different bmp sponge and some morselized bone from the decompression was then placed into the disk space. Then the interbody device was impacted into the disk space and turned into a transverse position. The distraction was removed.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.